Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) as well as a heat probe generator and probe (note: non-erbe devices) set at 15 joules were used in a colonoscopy for angiodysplasia in the cecum. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts with a 1 liter/min gas flow. Two (2) days later the pt returned to the hosp complaining of abdominal pain. The pt was septic and her bowel wall was perforated. A laparotomy was performed to repair the bowel. However, the pt succumbed to the sepsis.

Manufacturer narrative:
The erbe apc/esu system was returned and thoroughly inspected/tested. A technical check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: the customer's footswitch was used in the testing and was found to be working as intended). In addition, no anomalies were found in the device history records (DHR's) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The settings for the erbe apc/esu system were typical/common for the procedure. A review of the chronological activation log by our clinical personnel did not reveal any issues. Most likely there were many factors involved with the situation (for example, the physician's technique, pt's condition, etc). Also, thermal insult to tissue was provided by the heater probe as well as the argon plasma coagulation in a known thin walled area. It appears that upon thermal treatment for the angiodysplasia, the remaining wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being performed at the hosp. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.